Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages her diabetes with oral medication. The inaccurate issue began on (B) (6) 2010 at 5 pm. The patient was not able to provide any numeric values at the time of concern. Reportedly, 30 minutes to 1 hour afterwards, the patient developed symptom of sweaty and took orange juice. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the patient did not have any test strips to perform a control solution test. This complaint is being reported because the patient claimed she developed symptoms that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the patient.